Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical file was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the clinical file identified multiple conditions that qualify as a shockable event such as low amplitude r waves, large t waves with high number of peaks, and inconsistent qrs r-r interval variability. The observed condition was observed in two segments of the reviewed analysis and as a result deemed the event as shockable. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.